Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the venaseal catheter, to treat the great saphenous vein as per IFU. It was reported that the blue catheter occluded during use in the patient. The transparent delivery catheter was not blocked up, but it could not be inserted through the blue catheter. The adhesive was primed within 3cm of the distal catheter tip (i.e beyond the distal laser mark). The physician used another venaseal to complete the procedure. No additional treatment was required and the vein successfully closed with no patient complications or injury reported.